Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. When milking (massage) of the drain was performed, it broke. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The drain had multiple cuts on its surface . The cut on one of the ends has triangle shape which may have been cut by the trocar. The drain could have broke due to damaged by the user.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.